Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their one touch verio iq meter was displaying an ¿apply sample¿ meter message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 9am on (B)(6) 2014. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged product issue. The patient reported developing a symptom of ¿anxious¿ around one hour later. The patient denied receiving any treatment for this symptom. The reported issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿s criteria for a serious injury and they did not receive any treatment for this symptom. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/21/2014). The patient¿s meter has been returned on 11/14/2014 and evaluated by lifescan product analysis on 12/9/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a contact issue with something stuck on spc pin 2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.